Event description:
It was reported that the customer was involved in a car accident while driving, and he might have been dead at the scene, but he was pronounced dead at the hospital. It was stated that the customer was wearing the insulin pump at time of death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.